Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported death remains unknown.

Event description:
Following a procedure the patient died, the cause of the death is unknown. The dragonfly optis catheter was used during the procedure without issue. Speculation of a dissection and anticoagulation issues may have been a factor. Additional information was requested and is not available.